Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was going in and out of ventricular tachycardia/ventricular fibrillation (vt/vf), but appeared to have spontaneously converted before the first of two 41j shocks was delivered. Detection was met in the vf zone, and the vt-1 monitor only (mo) zone was programmed to 105 beats per minute (bpm). It was noted that the device was programmed to 105 bpm because the hospitalist had mistaken threshold testing for slow ventricular tachycardia (vt). After reprogramming the mo zone to 160 bpm, electrogram (egm) review was requested for no therapy events. Egm review therapy was inhibited per programming. This ICD remains in service. No additional adverse patient effects were reported.